Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a calibration error and bad sensor alert. Customer's blood glucose was 406 mg/dl. Customer declined troubleshooting for high blood glucose stating that high blood glucose was due to personal reasons. Sensors would be replaced.